Manufacturer narrative:
An initial examination of the complaint advancer unit was carried out. No cuts or kinks were noted on the air hose, infusion hose or fiber optic cables of the advancer. An attempt to attach the advancer handshake connection to the catheter was made, but it was noted that the handshake connection of the advancer was bent. The connector of the advancer was intact. The advancer knob was missing. The connector of the advancer was attached to the catheter. A tug test was carried out on the rotablator unit as per procedure and no issues were noted. A connect/disconnect test was carried out as per procedure and no issues were observed. An attempt was made to wet test the rotablator advancer unit using a test catheter as per procedure was not made due to the bend in the handshake connection of the advancer. Product analysis did not confirm the event description of 'fluid flow problem' as the device could not be wet tested due to the bend in the advancer handshake connection. This bend in the handshake connection may have caused fluid flow problems. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause classification is operational context. (B)(4).

Event description:
Same case as MFR report #: 2134265-2009-04228. It was reported that during a rotational atherectomy coronary procedure, abnormal leakage occurred. The physician was using the rotablator advancer and rotablator 1.2mm burr, and noted abnormal leakage of saline at the distal end of the advancer. The other physician then noted blood backflowing into the catheter, and attributed to a lack of saline flush. The procedure was completed with another of the same devices, and no patient complications were reported.